Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found one haptic torn. Claim # (B)(4).

Event description:
A toric implantable collamer lens was returned to the manufacturer with a torn haptic. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.